Event description:
It was reported that the stylus touch pen would not work with the programmer. A different pen was tried without success and it was suspected that the pen plug-in port was not working. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus was loose and the cable was twisted (damaged); could not select using the stylus; when the stylus was pushed in, it then worked. Microphone found out of specification.